Event description:
On (B)(6) 2011, a 6mm gore hybrid vascular graft was implanted in the patient's upper arm for an a-v access. On (B)(6) 2011, the patient presented with a post-op mild edema and hand pain. The graft was ligated due to arterial steal syndrome.

Manufacturer narrative:
Attempts to obtain the information required for this form was made by gore. Blank required fields indicate that the information was not provided, was deem unavailable or was not applicable.